Manufacturer narrative:
Upon further investigation, it was learned that the low flow alarm alerted personnel that the advantage plus endoscope reprocessing systems were not working properly during a cycle due to the micron filter needing replaced. The serial numbers for the units subject of the event are (B)(6). User facility biomed replaced the micron filters, ran test cycles, confirmed the units to be operating according to specification, and returned them to service. The advantage plus endoscope reprocessing system instructions for use states, "potable water is the minimum standard for a facility water supply. Water that has been purified by a reverse osmosis system is preferred. When properly maintained, the water line filtration system will filter particles that are larger than 0.1 microns from the facility water supply. The routine maintenance schedule recommends replacing the 0.1 micron water filter every six months or sooner. Depending on the facility water quality, the water filters may need to be replaced on a more frequent basis. If the filter clogs to the point of noneffectiveness, the reprocessor will alarm and will not continue until the filter is replaced." A steris quality specialist counseled user facility personnel on the proper use and operation of the advantage plus endoscope reprocessing system, specifically to regularly replace the micron filter as recommended per the instructions for use. No additional issues have been reported.

Event description:
The user facility reported that three of their advantage plus endoscope reprocessing systems were not working properly. Because the facility had no other available methods of reprocessing devices, procedures were postponed. No report of injury.